Event description:
The ambulance crew was using a lifepak 15 (lp15) heart monitor on a cardiac arrest patient. The etc02 monitoring did not work during the call. After the etc02 was applied, the lp15 would not display a reading or waveform with clear lung sounds bilaterally and good chest rise. The sensor was disconnected and reconnected several times. The only result received was a solid line with no waveform and no reading. During transport, the emt replaced the sensor with no change and continued to monitor sp02 sats and chest rise. Occasionally the lp15 would display a reading of 3 or 9, but still no waveform. No patient injury resulted. The lp 15 was taken out of service and sent to the biomedical engineering department for evaluation/testing. Biomed reported that the device was tested and they were unable to duplicate issue with etc02. It was not noted whether etc02 accessory cable was sent along for testing.